Manufacturer narrative:
Medwatch sent to FDA on 03/07/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, cold erythema and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of injection to the back of the hands, swelling, cold erythema and edema as follows: indications "juvéderm® voluma¿ with lidocaine is an injectable implant intended to restore volume of the face." Undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection."

Event description:
Healthcare professional reported patient was injected to the back of the hands with juvéderm® voluma¿ with lidocaine. The next month the patient "performed a facelift and [their] plastic surgeon prescribed diprospan." A month later patient developed swelling in their left hand and "cold erythema and edema" was noted during palpation. Patient took ceclor on their own and was prescribed meticortem and predsim and symptoms improved. Patient discontinued use of the corticosteroids after 10 days due to gastric intolerance and the edema returned. Patient is now "being followed by another physician" who is treating the patient with cipro and clarithromycin. Symptoms are ongoing. Patient was taking "eye drop cipro, cicalfate and epitezan" at the time of injection and was concomitantly injected with juvéderm® hydrate¿, however there is no noted complaint against this injection.

Manufacturer narrative:
Medwatch sent to FDA on 03/23/2016. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the back of the hands with juvederm voluma with lidocaine. The next month the patient "performed a facelift and [their] plastic surgeon prescribed diprospan." A month later patient developed swelling in their left hand and "cold erythema and edema" was noted during palpation. Patient took ceclor on their own and was prescribed meticortem and predsim and symptoms improved. Patient discontinued use of the corticosteroids after 10 days due to gastric intolerance and the edema returned. Patient is now "being followed by another physician" who is treating the patient with cipro and clarithromycin. Symptoms are ongoing. Patient was taking "eyedrop cipro, cicalfate and epitezan" at the time of injection and was concomitantly injected with juvederm hydrate, however there is no noted complaint against this injection.